Event description:
A customer contacted beckman coulter inc. (Bci) regarding random high sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer stated that the na results were not critically high but the repeats were approximately 6-8mmol/l lower and the results were amended. The customer provided an example of cl results. The initially reported cl result was 103mmol/l. Upon repeat, the same sample gave a cl result of 96mmol/l and the result was amended. Treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2010 and performed troubleshooting. Fse performed repairs and replaced hardware as necessary after noting multiple issues.